Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient self-administered 4 units of humalog insulin using a quickpen, based solely on a cgm reading of 221 mg/dl. No bg test was performed at that time. Shortly after dosing, the cgm continued to display 221 mg/dl, but the patient began experiencing nausea and shakiness, prompting another bg test which was reading 110 mg/dl. Approximately one hour later, symptoms persisted, and a second bg test showed a value of 47 mg/dl. The behavior of the cgm mobile device during this period was not documented. In response, the patient consumed 2¿3 sugar tablets (each containing 15g of carbohydrates) at home. Subsequently, the patient¿s grandparent transported him to the emergency room (ER). Upon arrival, another bg test was performed and showed a low reading, though the patient was unable to recall the exact value. The cgm mobile device was not checked at that time. The patient received IV fluids and IV glucose (dosage unspecified) and was admitted to the hospital. During the hospital stay, the patient reported that the cgm sensor eventually failed. The patient was discharged on (B)(6) 2025 but could not recall any bg readings from the hospitalization. At the time of follow-up call, the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.